Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this device is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0220 - logic femoral ps cem left sz 2. 02-012-35-2009 - logic tibia ps mod insrt sz 2 9mm. 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 200-02-32 - three peg patella 32mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced a fall. Reportedly, the patient tripped and fell this caused severe bruising pain and swelling to right knee. As a result, approximately 6 years after initial replacement, the patient was hospitalized for two nights and x-rays were taken. No further impact to the patient was reported. No other information is available.